Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of back flow from the secondary bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv had air bubbles in line. The following information was provided by the initial reporter: material no: 2426-0007, batch(lot) no: unknown. It was reported that the secondary bag of zosyn emptied into flush bag and was y-d into the primary maintenance fluids. The secondary bag of zosyn emptied into the flush bag and was y-d into the primary maintenance fluids going had to discontinue tubing and restart new bag of zosyn, questioning pump/cassette malfunction vs tubing FDA safety report ID# (B)(4).